Event description:
It was reported the superior vena cava (svc) coil impedance on the right ventricular lead was high and unstable. It was also reported that the right ventricular pacing impedance was high. It was determined that the svc impedance has always trended high and no changes were made at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.